Event description:
It was reported that on an unknown date, multiple items from the synthes colinear clamp set were sent in for repair. It was noticed that the items needed to be replaced due to the items becoming stuck. There was no patient involvement. This report involves one (1) sliding mechanism. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. H3, h4, h6: part # 314.291. Synthes lot # 09.9041. Supplier lot # 09.9041. Release to warehouse date: 24 jun 2009. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the repair technician reported that attachment 398. 752 was stuck . Unable to remove attachment. The item is not repairable per the inspection sheet. The cause of the issue is cause could not be determined . The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.